Event description:
The recipient reportedly experienced device migration. On (B)(6) 2018, the recipient underwent a radical mastoidectomy. During surgery, a cholesteatoma was removed and the device was repositioned. The recipient is healing.

Manufacturer narrative:
The recipient's device was explanted.

Manufacturer narrative:
The recipient reportedly resumed device use, however, after 1 week the recipient presented with pain, swelling, and drainage at the incision site. The recipient was prescribed augmentin for 21 days and instructed to cease device use. The recipient continues to experience an infection and increased pain after completing the prescribed medication. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed. The external visual inspection revealed the electrode was severed near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.